Event description:
During the embolization of an aneurysm in the carotid terminus, a coil was observed to prolapse into the parent vessel. The physician did not consider this a device malfunction. It was not disclosed which coil prolapsed during the procedure. There was no reported pt complications and the pt was assessed by modified rankin scale as "0' pre and post procedure.